Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images were not provided. Medical records were provided and reviewed. Based on the available information, the definitive root cause is unknown. The medical record allege that the eclipse filter was successfully deployed. Approximately 3 years post deployment, ivc filter limbs were coursing external to the walls of the inferior vena cava. CT scan revealed that the filter limbs were perforating the aorta. Therefore, the investigation is confirmed for the perforation of the ivc wall. However, the investigation is inconclusive for the filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2013)

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter migrated to heart and struts perforated into organs. The patient reportedly experienced abdominal pain. The device was removed percutaneously. The current status of the patient is unknown.